Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record (DHR) - DHR shows no abnormalities related to the reported failure. The reported complaint was confirmed from the visual evaluation of the returned product. The adjustment wrench threads and shock cushion are worn. The base handle was closed without 6in transitional installed and deformed handle hole.the observed condition is likely caused by wear and tear . The definite root cause cannot be reliably determined.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the cam rod and lever of the mayfield ultra base unit would not accept transitional member. There was no known injury or delay in surgery.